Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). All quality control results were within the expected ranges. There were no process errors during the time of event. A siemens headquarters support center (hsc) specialist reviewed the event data and determined that there were no instrument or reagent issues since no other samples were affected. The original and second sample tubes were repeated on the same instrument and results were acceptable. The hsc specialist indicated that this is an isolated event. The hsc specialist concluded that the potential cause of the discordant results was due to a sample specific issue, such as sample handling and sample integrity. The presence of cellular debris, gel globules or other sample artifacts can impact sampling accuracy and result in intermittent result recovery issues. The customer continued to run samples on the instrument and has no further issues. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) and glucose (glu) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). Two tubes were collected from the patient. The customer pulled the second tube and ran it only for glu on the same instrument, which resulted higher. The customer repeated the original tube once and second tube twice on the same instrument, resulting higher each time. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low co2 and glu results.